Manufacturer narrative:
Sections d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of a ¿broken black cable attachment¿ was confirmed via evaluation of the returned system controller (serial number: (B)(6)). The controller was returned with black tape wrapped around the black power cable connector nut. The tape was removed, revealing that the connector nut was broken and was being held together by the tape. The controller¿s black power cable was able to connect to a test power module patient cable connector and support a mock circulatory loop; however, the power cable could not be secured due to the broken connector nut. The system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The broken connector nut did not affect the controller¿s ability to operate the pump at the set speed. The log file downloaded from the returned controller contained approximately 35 days of data (02apr2020 ¿ 07may2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2015. The heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explain how to properly connect and disconnect the system controller power cables from an external power source. The documents instruct the user to align opposite half circles in the controller power cable with the mating power source and to firmly push the two connectors together. Then, tighten the connector nut until secure. To disconnect the power cables, unscrew the connector nut and disconnect the power cords. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's pocket controller had a damaged power cable. There were audible and visual alarms. The patient switched to their backup controller.